Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator has a breath delivery (bd) central processing unit (cpu) failure. The ventilator was not in use on a patient at the time of the event. The customer reported to have replaced the breath deliver unit (bdu) printed circuit board. Medtronic was only authorized to upload the software and final testing. The ventilator passed all tests and operated within manufacturing specifications.